Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose (bg) elevated to an unknown level while wearing the pod between 24 and 36 hours. While patient was reporting this pod for hyperglycemia, it was discovered that the cannula was not visible upon pod removal, which indicates a failure of the cannula to deploy as intended during activation.